Event description:
Split in hickman was identified during contract administration. Line was flushed and had blood return prior to administering contrast. Line was clamped above the split. Line was unable to be repaired due to break at y of the bifurcation.